Manufacturer narrative:
Isi has not received the vessel sealer extend instrument for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. The complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, the vessel sealer extend instrument was unable to seal the patient's tissue. While there was no report of any patient harm, adverse outcome, or injury, recurrence of the reported failure mode could cause or contribute to an adverse event. At this time, it is unknown what caused the sealing issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the vessel sealer extend instrument stopped working. The customer was unclear as to why it did not work anymore. A backup instrument was used and the procedure was completed with no report of patient harm, adverse outcome or injury. On november 26, 2018, intuitive surgical, inc. (Isi) contacted the site and obtained additional information regarding the reported issue: the surgeon was performing a total hysterectomy procedure. In the first part of the operation, the instrument was working properly and audible tones were heard when sealing was successful. When the instrument stopped working, no error messages presented. The target tissue was the uterine artery, which was less than 7 mm in diameter with no evidence of vessel calcification. No photos or videos were available for review.